Event description:
Additional information received from reporter on 19-sep-2024 for mw5159708. Dexcom g6 sensor inaccuracy: 9:11pm g6 reading 89, finger stick reading is 161. That is a mard of 44.7%, which is outside the allowed 20% range. Dexcom g6 sensor error > 3 hours. Replaced sensor. Dexcom g6 sensor inaccuracy: 6:02am g6 reading 142, finger stick reading is 101. That is a mard (mean absolute relative difference) of 40.6%, which is outside the allowed 20% range. Inserted (B)(6) 2024.

Event description:
Dexcom g6 sensor inaccuracy: 7:17am g6 reading 150, finger stick reading is 102. That is a mean absolute relative difference of 47.1%, which is outside the allowed 20% range.